Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console and data logs were returned for evaluation. Upon visual inspection of the console, the purge flag was found broken. The data logs were reviewed and confirmed not being able to detect the purge disc. There were multiple instances of purge disc not detected alarms on the reported occurrence date. Therefore, the root cause of the reported issue was due to a broken purge flag. Updated: d4 serial number.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the us complainant had a console being used for training. The aic (automated impella controller) had purge disc failure with multiple pc during the training.